Event description:
It was reported that the customer had problems inserting the sensor into the skin. Customer's blood glucose level was 99 mg/dl. Customer stated that the sensor does not go in all the way. Customer stated that she does not think it is the serter, but that it is the sensors that won't go into the skin. Customer also had a lost sensor alert. Customer tried to push the needle the rest of the way in, but it would not go in. Customer wanted to hook up the old sensor. Customer confirmed that it is over 3 days. Customer was advised that using the old sensor would be off-label use. Customer was advised to try a different area. Customer will return two sensors and will receive replacements. No additional information provided.

Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used sensors and performed visual inspection and found both sensors tip peeled back outside introducer needle canal. Unable to confirm customer received sensor damage due to customer returned opened/used. Also found needle bent.